Event description:
It was reported that three graft passing wires broke during surgery. The wires broke while being tensioned and while inserting the transfix pin. The broken pieces were removed from the pt but the surgery was delayed approx 45 minutes. No further pt info is available and no additional adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
Eval of the returned devices revealed the wires were bent and broken into two pieces. A review of the device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. Previous investigations of similar events indicate broken wires typically occur from excessive force applied during use. From the condition of the devices, the complainant's event was attributed to misuse.